Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-atria (ra) lead was dislodged, unable to be removed from the pacemaker header and the header setscrew was unable to be removed. As a resolution the device was not implanted, and the ra lead was capped on (B)(6) 2025. The patient condition was stable and will be continued to be monitored.